Event description:
It was reported that filter tear occurred. A sentinel cerebral protection system (cps) inserted and advanced to the intended location. Upon attempting to deploy the proximal filter, it failed to deploy. The sentinel cps was removed and exchanged for another to complete the procedure. Upon removal from the patient, the first sentinel cps was analyzed, and the nitinol hoop of the proximal filter appeared to be damaged. The hoop appeared to be separated from the filter material. No patient complications occurred.